Event description:
The complainant, a female pt reported that she had undergone the therapeutic implant of an advantage system - transvaginal sling system, sometime during 2008 (exact date unk). The complainant reported that subsequent to and ever since the implant was performed, she developed vaginal dryness during intercourse. Attempts were made to obtain additional event and pt info, all attempts were unsuccessful.

Manufacturer narrative:
The device model and catalog #'s of the suspect device are unk, as well as lot #; therefore, the manufacture and expiration dates cannot be determined. The complaint reporter is the pt, due to confidentiality requirements, the pt name cannot be provided. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. No device history review was performed because the lot # is unk.